Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump's buttons were not properly responding. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the up, down, left, and right buttons were unresponsive. He was assisted in troubleshooting and it was reported that the buttons are responding. It was reported that the buttons issue randomly happen. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.